Manufacturer narrative:
No button error alarm during testing. However unit had intermittent esc and act buttons response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. The insulin pump had cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm that they were unable to clear. The customer's blood glucose was 206 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.